Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll for investigation on 06/07/2016. A DHR review for s/n (B)(4) found no previous complaints related to this event. During the visual inspection, no physical damage noted upon receipt. A review of the platform archive log showed that user advisory (ua) 2 (compression tracking error) message had occurred on the first compression. The archive also, showed that the customer platform was first powered on (B)(6) 2016. However, no cycle compressions were imitated until (B)(6) 2016 and the platform had performed 187 compressions over a period of about two minutes and thirty four seconds. The autopulse stopped compressions due to a ua 2 message. The ua was cleared and the device performed 1321 compressions and stopped with displaying another ua 2 message. The platform was power cycled few more times, but no compressions were initiated again. The platform was functionally tested and the autopulse platform exhibited no error messages indicating that the customer was able to clear the ua 2 error message observed in the archive log in summary, the reported complaint of "stopped compressions" was confirmed during archive review but not during functional testing. The root cause for platform stopping compressions was due to the platform displaying ua 2. Ua 2 was attributed to the patient/object possibly shifting/moving during compressions. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 2 (compression tracking error) occurs as the drive shaft rotates and shortens/tightens the lifeband (compresses on the chest). The load sensors did not sense the expected increase in the load, when the patient/object shifted. A load cell characterization test was performed and confirmed both load cell modules were functioning within specifications. The autopulse passed all functional testing and meets all required specifications.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) stopped compressions. It is unclear if the device was being used on a patient when this event occurred. No further information provided. Several attempts have been made for additional information to the customer.